Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.